Event description:
It was reported that the customer had a off no power alarm on the insulin pump. The customer's blood glucose level was 200 mg/dl. Customer stated that they had a motor error alarm and the pump keeps shutting off. Customer stated that they are using a safeway battery. Customer did not receive a low battery alert prior to the off no power alarm. Customer stated that there were no unattended alarms and that this is the second occurrence of the off no power alarm without a low battery warning. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.